Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found the device returned in two segments with a complete detachment in the catheter shaft, confirming the investigation for catheter detachment. The definitive root cause for the identified detachment could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model u4200220rx pta balloon dilatation catheter experienced a detachment of device or device component. This report was received from one source. This event involved one patient with no patient consequences. The patient was male and weighed 180 pounds and was 78 years of age.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model u4200220rx pta balloon dilatation catheter experienced a detachment of device or device component. This report was received from one source. This event involved one patient with no patient consequences. The patient was male and weighed (B)(6) pounds and was(B)(6) years of age.